Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the left ventricular (lv) lead was placed and connected to the device, the thresholds were very different than they were before slitting. Lv1 was intermittently capturing and lv2-right ventricular (rv)coil measurements had changed. Under fluoroscopy it appeared that the lead had pulled back a little. The following morning it was noted that the lv1 thresholds were high, lv2 was not capturing and lv3 was capturing the atrium. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.